Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed left bundle branch block (lbbb). No treatment was prescribed. Six days following the implant of the valve, an electrocardiogram (ECG) noted complete heart block and bradycardia. A permanent pacemaker was implanted. Ventricular tachycardia was also noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6).

Manufacturer narrative:
Device remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.